Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 54.6 cm. Internal insulation abrasions were noted 17.9 to 20.5 and 30.4 to 32.0 cm from the distal tip. The abrasion breached the re lumen but no damage was noted to the etfe cables coating. An internal insulation abrasion was noted 18.0 to 18.5 cm from the distal tip. The abrasion breached the rv lumen with no damage noted to the etfe cable coating.

Event description:
This report is to advise of an event observed during analysis.